Event description:
Spontaneous report. Heme infusion agency reported that the pump has been having an error "distal occlusion" during the last 2 infusions after the pt went to the bathroom. Nurse reportedly troubleshoots the line and pump and the error continues. Nurse is able to complete the infusion with no adverse events occurring. Pump will be returned. The curlin 6000 sms pump serial number is (B)(6), expiration date 6/12/2024. Requested pharmacy send another pump. Indication: morquio a mucopolysaccharidoses. Reported to (B)(6) by health professional.